Event description:
Reported expressed concerns regarding the dexcom g7 receiver, specifically noting that the glucose readings displayed have been highly erratic. He reported frequent spikes and fluctuations, which range from very low to extremely high values without any clear cause. These fluctuations have caused a lack of trust in the data and a general sense of unease when using the device. The reporter also noted that they have since received 2 recall letters from dexcom the most recent of which arrived this morning.